Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on 08/04/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, when starting up the imaging system, the pendant displayed "system booting please wait." The system did not progress past the prompt for 10 minutes. Restarting the system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.